Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, under infusion, which was not reproduced or confirmed. The device was tested with passing results with the following parameters: rate = 200ml/hr, vtbi = 50ml, delivery = 50.111ml (-0.222%). The device passed additional flow rate testing as well and no component could be identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-09565 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to infuse the program during preventive maintenance testing. The pump infused 38ml when the test calls for 48 +/- 2ml (underinfusion). It was also reported there was no patient involvement.